Event description:
It was reported that during service and repair pre-testing, it was observed that the battery reciprocator device had excessive heat. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was running excessively hot. It was further observed that the device had water inside, the trigger was sticky, the gear was loose, and the seals were worn. The reported condition was confirmed. The assignable root cause was determined to be due to normal wear on components and loctite degradation from repeated sterilization and use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.